Event description:
The customer requested an ac power supply. There was no allegation of a product malfunction; however, a product malfunction was indicated by the request of the ac power supply. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.